Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific technical serviced (ts). The local representative contacted boston scientific technical services (ts). The local representative was enroute to the hospital to check a recently implanted device. It was reported that the patient had received shock therapy, however, no episode was identified upon interrogation. Upon arrival to the hospital, the device was interrogated and the local representative could not printout the episode. Ts was informed that only the summary report could be printed and the counters listed that the patient had one shock. No defibrillation threshold testing was done at the time of the implant. Ts discussed that the episode needs to be retrieved from the device by the programmer before it becomes available on the printer screen to print. Ts discussed where to navigate to view and retrieve the episodes. Ts received the episode printout and inquired if electrogram noise was reproducible with manipulation of the sense b electrode. The local representative reported that the clinical observation was not reproducible. The local representative commented that the physician utilized a two incision technique to implant the electrode. The local representative was informed about the possibility o air at the incision site which typically resolves within 24 to 48 hours. Ts discussed that the sense vector could remain unchanged or the physician may elect to reprogram to secondary. The local representative explained that primary was the most appropriate vector although all sense vectors were adequate. The local representative planned to discuss further with the physician. The local representative confirmed that the issues was related to air at the incision site. No interventions reprogramming or invasive were undertaken or planned.